Event description:
Patient is receiving a sensor failed alert on his dexcom g6. Patient used 3 sensors and all have failed. Sensors are giving inaccurate values patient states this may be a "product quality problem". Ref reports: mw5146790, mw5146791.